Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of fainting.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a diabetic episode and fainted. Patient reported chipping a tooth when they fainted. Patient was not using the dexcom system at the time of event. Patient did not see a doctor for the diabetic episode. At the time of contact, patient is okay. No further event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.